Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, concentric, 75% stenosed, proximal left anterior descending (lad) artery, the non-abbott guide wire was delivered and a 3.5 x 15 mm nc trek balloon dilatation catheter (bdc) was positioned at the lesion. During the first inflation attempt the balloon did not inflate. A balloon rupture was suspected and the bdc was removed from the anatomy without incident. Outside the anatomy the bdc was examined and a pinhole rupture/leak was confirmed. A 3.5 x 12 mm non-abbott bdc was used for dilatation and a non-abbott stent was implanted without issue. The procedure was completed after intravascular ultrasound (ivus) examination. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) ., attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.